Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p) system was suspected to be fractured. Pace impedance measurements were greater than 3000 ohms. A lead revision was scheduled, and the plan was to extract the rv lead. When this crtp was taken out of the pocket during the procedure, the physician noted that the setscrew in the header for the rv lead had not been tightened appropriately. The physician tightened the set screw appropriately, and measurements were then found to be within normal limits. This device remains in service. No additional adverse patient effects were reported.